Manufacturer narrative:
The balloon catheter afapro28 with lot number 88054 was returned and analyzed. Visual inspection of catheter showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was used for six applications on the day of the event. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. By pushing the "push button" in the forward position, a kink on the "guide wire lumen" was shown clearly. The balloon could not extend further and would limit the extension of the "guide wire lumen". The balloon had a bent shape, one side of the balloon would stretch out and the excess of the "guide wire lumen" would be on the other side of the balloon. The "push button" and the "pull wire" were working properly. Inside of the handle, the injection tube inside of the "service loop" was moving freely wherever the location of the "push button". The dissection of the balloon showed a kink on the guide wire lumen at 1.1220 inch from the tip of the catheter. The outer diameter on proximal bond and distal bond were within specification. In conclusion, the balloon catheter failed the returned product inspection due to a kink on the guide wire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.